Event description:
It was reported that during the implant procedure, it was not possible to extend the helix mechanism of the lead. The number of rotations was more than the maximum recommended. The lead was not implanted and was replaced with a new lead. It was also reported that the helix mechanism of the second lead was unable to be extended even with rotations that exceeded the maximum number of turns. The second lead was also not implanted and was replaced with a third lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.